Manufacturer narrative:
Manufacturing investigation eval: the relevant drawings and documents were reviewed to determine product features that may be relevant to the complaint condition, which was reported as implant failure postoperatively: migrated. Plasma coating and material: the l7 and material features cannot be verified on the returned product to establish requirements due to the plasma coating and the inlay being assembled. The v1 and plasma coating were inspected and passed. The l7 feature requires the use of cmm to measure. However, the product has undergone plasma coating in accordance with specified requirements. Post-plasma coated surfaces will prevent accurate location of the cmm probe to measure the features. Further, the coating could also potentially damage the cmm probe tips. Per the (DHR) review, the l7 feature was 100% inspected with all inspection criteria having been met. The certificate of conformance in DHR was verified as indicating that the device was coated as required per specifications. (For the same reasons as mentioned above, the plasma coating and raw material could not be measured). The complaint condition could not be confirmed. Product development investigation: one (1) prodisc-c implant large deep 5mm was returned for analysis. Visual examination showed that damage was present on the superior endplate and the polyethylene inlay. The damage is associated with instrumentation marks during removal of the implant. Prodisc-c is a spinal implant intended to act as a replacement for diseased/ degenerated intervertebral discs of the cervical spine. The prodisc-c procedure involves the removal of a diseased/ degenerated disc and subsequent restoration of intervertebral disc height and potential for motion via placement of the implant. The complaint description stated that a patient underwent a revision surgery of a prodisc-c implant due to tilting ad loosening. A definitive root cause for the loosening could not be identified. The loss of fixation may have occurred if excessive forces were applied to the implant. Mechanical testing has shown that the design of the device is capable of withstanding maximum shear forces anticipated in the cervical spine under normal conditions. Third party eval: there is no evidence of device failure or malfunction that warrants further actions. Further, no new risks can be identified. There is damage present on the superior endplate and polyethylene inlay that is consistent with tool marks and surgical removal technique. Evidence of bone remnants was present on both superior and inferior endplates. The surface of the superior endplate shows evidence of biofilm. There are signs of impingement on the superior and inferior endplates. Signs of impingement, bone remnants, and biofilm are commonly observed on implanted prodisc-c devices. Furthermore, the risks of impingement are covered in the prodisc-c risk management file. No new risks, user needs, or updates to the product development evaluation for complaint (B)(4) have been identified. As such no further action is required. Per the information provided, such as signs of iatrogenic damage, bone remnants and evidence of impingement, the root cause is indicative of post-manufacturing use of the product. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Date of event: unknown. (B)(4). Implant date: unknown date (B)(6) 2015. (B)(4). Manufacturing date: june 16, 2014. Expiration date: april 30, 2018. A review the device history records did not reveal any non-conformance reports relevant to the complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient underwent a revision surgery on (B)(6) 2016 due to a tilting and loosening of a prodisc-c large deep 5mm implant at c4-c5 and adjacent level disc disease at c5-c6 and c6-c7. It was also noted there was delayed healing due to lack of bony ingrowth. It was noted that while the device was tilted, there was no subsidence in the superior or inferior endplates. Prior to surgery, it was determined that the patient needed a c5-c7 fusion. During the surgery, the implant was found to be loose and was removed easily. The patient was fused from c4-c7 with a non-synthes translational plate and allograft. There was no patient harm and no surgical delay. The procedure was successfully completed. Patient was stable post-operatively. The patient was initially implanted with the prodisc-c implant in (B)(6) 2015. Post-operative x-rays showed the implant in good position. It was recently discovered the implant started to tilt. This is report 1 of 1 for (B)(4).